Event description:
It was reported that (1) hp052 was used during an unknown procedure. It was reported by the rep that the handpiece ceased working, test tip used and solid tone remained. A new handpiece was used to finish case. There was no consequence to patient.